Event description:
I injected this person's face with a hyaluronic acid product, elevess, to fill out nasolabial lines . Approximately 2 weeks later she came to my office with what looked like a large abscess on her right cheek. I aspirated it, cultured the drainage and placed her on antibiotics. The cultures did not grow anything, and she proceeded to get worse. She improved with steroids, partially, and recurrent drainage from multiple sights, that appear to be sterile abscesses. I reported this to the company and they said there had been a few similar complaints but had no clinical recommendations. I have since talked to several other physicians who report similar problems. Dose or amount: .2 ml. To each nasolabial fold; route: ID. Dates of use: 2009. Diagnosis or reason for use: to fill wrinkles. Event abated after use stopped or dose reduced: no.